Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience sierra device is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex (cx) artery. A 2.5 x 28 mm xience sierra stent was deployed in the mid cx when a perforation was observed in the distal edge of the stent. A 2.8 x 19 mm rx graftmaster covered stent was selected to cover the perforation. The graftmaster stent was advancing, but could not cross the target lesion due to the anatomy when the graftmaster stent dislodged into the left main artery. The patient lost pulse and went into cardiac arrest. The patient was stabilized with an extracorporeal membrane oxygenation (ECMO) machine and was sent to surgery. The stent was left in embedded in the vessel, and bypassed the area of the stent. The perforation was ultimately treated through coronary artery bypass graft surgery. The patient remains hospitalized. No additional information was provided.